Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation so the cause of the reported issue cannot be conclusively determined. It is possible that the user was making an error in setting up the connections. It is also possible the one of the circuit boards is starting to fail. Both would cause intermittent image loss. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
An olympus technical support center (tac) representative walked the user through troubleshooting the reported issue. It was suggested that he try another known working power cable. Upon following up with the user, he stated he was unable to recreate the reported issue and was not sure how or if the original issue was resolved. No patient harm was reported as a result of this event. Upon completion of the investigation, or if additional information should become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition lcd monitor began displaying intermittent image loss over the oev-261h. The initial reporter also noted lines in the display when it was present. No patient harm or consequence was reported as a result of this event.